Manufacturer narrative:
Continuation of d10: product ID: b3301542, serial# unknown, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the patient underwent surgery to clean the pocket on (B)(6) 2025 and the ins was removed and a new one was implanted.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) pocket was swollen. There was a fistula at the cranial level and staphylococcus infection was found in the cranial area. The patient was hospitalized. It was unknown if there were any contributing factors. They tested to determine the nature of the infection/staphylococcal. The patient was given broad-spectrum dose of antibiotics. A surgical cleaning will be performed without removing the ins, extensions and leads (if possible). The issue was not resolved.